Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor failed to pair, with repeated pairing failure messages, and the user ultimately started a new sensor that paired successfully and entered warmup, indicating an intermittent communication failure potentially related to the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna within the electrical and magnetic component domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.